Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon, ¿the failure of the power supply¿, was caused by the failure of the power supply unit. The phenomenon, ¿a burnt fuse in ac inlet of the power supply¿, was observed, however a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of ¿it wasn't working right¿, was confirmed. The device was tested and found faulty power supply, rear panel deformed, front panel mouth damaged. In addition, the investigation revealed: the top cover was rusted, bottom chassis was rusted, rear foot was bent, and front panel chassis was rusted. A charred fuse component inside ac inlet of power supply indicated a bad power supply. A worn out socket slider switch caused intermittent use of high intensity mode. An older revision igniter and iris cable needed to be upgraded. Olympus lamp life meter is reading at 50+hours, light output measured within range. Fan and air pump were tested and passed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the evis exera ii xenon light source, the device wasn¿t working right. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event. During inspection and testing of the retuned device revealed a charred fuse component inside ac inlet of power supply. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.